Event description:
It was reported that the handpiece was noticed that the lead nut was loose. No patient involved. Results of the investigation have concluded that the snaplock assembly has incorrect dimensions, which makes it a reportable event./

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. The malfunction is likely due to mechanical component failure.